Manufacturer narrative:
(B)(4). The customer reported that the device would intermittently not power up in AED mode unless you pressed the switch in and turned it. The unit was evaluated with no trouble found. Based on the reported intermittent symptom, the energy select switch was replaced. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported that the device would intermittently not power up in AED mode unless you pressed the switch in and turned it.